Event description:
The user facility reported that during a patient procedure no image appeared once their uretero1 single-use digital flexible ureteroscope was connected to the monitor. Another device was utilized for the patient procedure. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned for evaluation. Evaluation determined the shaft was bent at the distal tip. This is where the connectivity failed. The source of the excess force that caused the shaft to become bent could not be determined. No additional issues have been reported. A follow-up MDR will be submitted with the device manufacture date and device expiration date.